Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported by resmed that during a service center evaluation of the astral device, system fault messages were observed in the device log. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device data logs confirmed the device failed its internal self-test and the occurrence of system faults 74 and 219. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported self-test failure was most likely due to a defective non-return valve. The investigation determined that the system faults 74 and 219 were due to software issues. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).